Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) ha an alarm leak in iabp circuit. There were no deaths or injuries reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer(fse) evaluated the unit. The fse could not replicate the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.